Manufacturer narrative:
(B)(4). The product analysis indicates that the malfunction may occur from over manipulation/bending. 20cc of air was injected into the device and it leaked out in less than 5 seconds. Visually, the blue electrode wire was out of its lumen and there was a corresponding puncture in the approximate center of the cuff which would have resulted in the reported event. Using calipers under magnification, the puncture measured just under 0.02¿. The emg tubes final assembly visual assembly instructions, instructs the assembler not to bend the tube during wire (electrode) insertion and to verify 100% that the cuff stays inflated after harnessing. The instructions also states to visually verify that all four electrode wires do not poke through sides of lumen, main tube shaft, cuff, or through sides of lumens including under the cuff. The instructions for use indicate, ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿ the complaint was confirmed for the alleged malfunction.

Event description:
It was reported that while opening the package, it was discovered that the wire was deformed in the balloon (cuff) and broke (punctured) the balloon. The device did not come in contact with the patient. A replacement device was used for the surgery. There was no injury reported as a result of this event.